Manufacturer narrative:
Device evaluation indicated that upon visual inspection, the two clik anchors had one torn eyelet. The report claimed that the clik anchor did not hold the lead in place. Various test leads were inserted into the anchors and after the setscrews were locked down, the leads were properly secured.

Event description:
A report was received that during a revision, the patient's clik anchor was replaced as the physician believed that the anchor was faulty. The patient was doing well postoperatively.